Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: after the first firing was done and the tissue was resected, the doctor confirmed that the staple did not fire on tissue, which failed to close the desired part of tissue. There was no patient harm. Operating time extended by less than 30 min. There was no add'l tissue resection. There was no tissue damage. Nothing fell into the cavity. There was no bleeding.

Manufacturer narrative:
(B)(4).